Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the down arrow button¿s intermittent response was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the down arrow and contrast button contacts. Visual inspection of the pump showed a crack along the battery compartment extending from the fingerpad to the case seal. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.